Manufacturer narrative:
(B) (4).

Event description:
Reported by the complainant as follows: rectal bleeding. Diarrhea of 6 months. Cytomegalus virus infection. Patient had a clear sensorium when in general ward and rejected fms use. On may 6, arrhythmia occurred to the patient. The patient was admitted to cpa. Small amount of blood observed in stool. Confirmed by palpation. Bleeding from 9:00 o'clock direction. Epithelial tear of anal. Fms withdrawal. Blood infusion. Bleeding continued for some days after fms withdrawal. The patient suffers colon ulceration as well. Causality between bleeding and fms use is not confirmed.